Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device's pacer output was incorrect. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device functioned as designed. The log was overwritten, preventing further analysis, but the device passed all functional tests. The reported issue involved a lack of ECG signal through leads, causing the device to default to fixed asynchronous pacing via pads. This is expected behavior per the r series operator's guide (pn: 9650-0912-01) (rev: ya). The caused could have been poor contact or faulty accessories, though this is unconfirmed. Operators could have prevented pacing by removing the pads or switching to monitor mode. Training on lead placement and device function has been recommended. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.